Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 health effect - impact code additional information: g2, h6 health effect - clinical code additional information was obtained: the patient went to the hospital on (B)(6) 2020, and was diagnosed with: 1. Fetal distress; 2. Gestational diabetes; 3. Umbilical cord torsion; 4. 40 weeks and 3 days of gestation; 5. Gravida 1, para 1; 6. Rop; 7. Moderate puerperal anemia; 7. Delivery by emergency cesarean section; 8. Single live birth. A cesarean section was performed in the hospital, and transverse incision was made in the lower uterine segment. In this operation, an absorbable antibacterial suture was used. The patient experienced post-op complications. On (B)(6) 2024, the patient was admitted to another hospital and was diagnosed with: 1. Abdominal wall endometriosis; 2. Uterine fibroids; 3. Right ovarian cyst, and the hospital performed abdominal wall lesion resection. The patient believed that the two operations caused damage to her uterine structure and decreased reproductive function, as well as endometriosis, uterine diverticulum and long-term drug treatment dependence.

Manufacturer narrative:
Product complaint # ==> (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after investigation, the patient was a female with unknown specific age. She underwent cesarean section in the hospital in 2020 (with unknown specific operation date). The operator used the suture (vcp358h; vcp359h) for tissue suturing (with unknown specific suturing site and method). The intraoperative suturing was smooth. One year after the surgery (the specific event occurred on an unknown date), the patient was found to have endometriosis and uterine incision diverticulum through examination, the hospital did not provide the subsequent specific treatment measures, and no subsequent adverse event report was received. The following information was requested but unavailable: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the following information on the authorization to use or disclose information form: ¿ your surgeon¿s name, email, phone number, address ¿ your signature ¿ please scan the signed form and email back to ethicon.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the following information on the authorization to use or disclose information form: ¿ your surgeon¿s name, email, phone number, address ¿ your signature ¿ please scan the signed form and email back to ethicon.

Event description:
It was reported by the patient that they underwent a c-section on a unknown date 5 years ago and suture was used. The patient experienced post-op complications of endometriosis and uterine incision diverticulum. Additional information was requested.